Event description:
It was reported that during normal follow up, intermittent loss of ventricular capture was observed during several non-sustained oversensing episodes. Programming changes were made. Patient will continue to be monitored.